Event description:
Additional information recieved on 10/31/2025 for mw5175411 to update the manufacturer to solventum/3m company.

Event description:
A peritoneal dialysis (pd) patient contact contacted (B)(6) customer service to report that the dressing, bioclusive transparent 4x4 irritates his skin. Patient said that he has to shave his hair around the wound site so he is not pulling out his hair when taking off the dressings. No rga needed. Patient will still be using the item when needed. No new order needed. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).